Event description:
It was reported that during procedure, the subject coil did not detach with the release system. After then, while removing the subject coil holder from the aneurysm, the subject coil came out with its pusher and detached in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspection could not be possible as the product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil did not detach with the power supply and then detached upon retrieval of the coil. It's possible that the coil partially detached electrolytically and then separated during retraction. However, as the device was not returned, this cannot be confirmed. The procedure was completed successfully, and no medical intervention was required. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject coil did not detach with the release system. After then, while removing the subject coil holder from the aneurysm, the subject coil came out with its pusher and detached in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.